Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: error code: fc015 and error code: fc002. Per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a scope surgical procedure it was observed that while using the fms vue pump device, error codes (fc02: error code indicates system error, fc15, fc14: error code indicates remote device failure) were flashing on and off when the shaver handpiece was plugged in. There was an unspecified amount of delay in the procedure reported. It was further reported that the user then performed an open rotator cuff repair surgery instead of a scope procedure. There were no reports of injuries or prolonged hospitalization. It was noted that the device was troubleshooted on site and as a result the handpiece had no issues when plugged into a different pump machine. Additional handpieces were tried plugging into this pump which all had same issues. No additional information was provided.